Event description:
It was reported that the patient experienced abscesses associated with the Silhouette infusion set on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number and serial number; however, lot number and serial number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.